Event description:
The device was set to deliver a 100 ml solution of kcl, in piggyback mode, at a rate of 100ml/hr. At "5-10 minutes" after the infusion was started, the patient notified nurse that her hand was burning. The nurse changed the rate to 50ml/hr and then noticed that the bag was empty. There was no patient injury.

Manufacturer narrative:
The device was tested and found to deliver within specification. The operation history log was also downloaded and reviewed. The history log shows that an infusion was delivered in piggyback mode at a rate of 100ml/hr with volume to be delivered of 100 at 12:42pm on 11/08/2006. At 12:48pm, the device then put on hold and the rate was changed to 50ml/hr. The device's operation log shows that 9.8ml was delivered in 6 minutes at the programmed rate, indicative of operation within specification.